Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue, and a pump replacement was arranged, with the customer instructed to use the current pump until the new one arrives. The customer was informed that the replacement pump would have updated software and was guided on how to put their current pump into storage mode before returning it. The customer acknowledged the shipping details and return process, which required using a pre-paid ups label within ten days.